Event description:
It was reported that the xenon light source had light source malfunctioning, not working properly (light output low). The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.